Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed button error. Blood glucose value was 275 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would not be replaced or returned